Manufacturer narrative:
Per the customer, multiple disconnection warning alarms were triggered on the device while the patient was asleep. Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device was sent to the customer's third party service center for evaluation, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that and astral device stopped ventilation during therapy. There was no patient injury reported as a result of this incident.